Event description:
During sigmoid resection dr used a gia80 stapler with original load which she reported misfired causing fecal contamination of the abdomen and the abdominal portion of pt's vp shunt. Neurosurgery residents responded to the room; dr was consulted. Approximately 60 cm of the abdominal section of the shunt was resected and removed w/neurosurgical supervision and per direction of dr per order of dr. Original instruments were counted and removed from the field due to contamination. New instruments were brought into the case. Dr reprepped patient's abdomen, and staff regowned. Abdomen was thoroughly irrigated with bacitracin irrigation. Stapler was retained in red biohazard bag for inspection by the company.